Event description:
It was reported that the user experienced elevated blood glucose after breakfast while using the ilet, with a reported glucose of 248 mg/dl, and the user expressed concern about medications; the agent provided non-clinical support and transferred the user to a clinician line for further assistance and education. Symptoms included hyperglycemia. Outcomes included troubleshooting and education without alarms or hospitalization. Investigation included user support and referral to clinical resources. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction or alarm was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.